Event description:
It was reported that the patient was experiencing low flow alarms. An attempt was made to silence the alarms on the system controller but the order could not be received in the system monitor. The patient's backup battery was due for replacement in (B)(6) 2022. The healthcare provider exchanged the patient's system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery expiring was confirmed via log file analysis. A review of the submitted log file contained data spanning 1 day ((B)(6) 2022, 6:58:35 ¿ 9:46:14 per timestamp). Throughout the log file yellow wrench advisory alarms were active due to backup battery faults (error code 35). The backup battery fault was activated because the backup battery passed the expiration date. The alarm did not clear in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate ii system controller (s/n: (B)(4)) was returned for analysis and functionally tested. The backup battery was observed to be expired on the system monitor. The system controller was able to operate the pump at the set speed without issue. Provided information stated that the backup battery was due for change in (B)(6)2022. A root cause for the reported event was due to the backup battery expiring. Incidental finding: damaged power cables. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault, and low flow alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.